Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was cracked and unresponsive. The screen was cracked because the customer tripped and fell. The pump was no longer functional. There was no information provided regarding the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.